Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and inappropriate mode switch were noted on the right atrial (ra) lead. The suspected root cause was insulation damage of the ra lead, however, diagnostic imaging was performed and no anomalies were observed. No intervention was performed at this time and the patient was stable.